Event description:
A customer contacted baxter's (B)(4) to report of finding air in patient line during initial drain while on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp) in ending therapy on the hc machine due to the air in the patient line. The hp stated that there were no alarms on hc machine. The hp to restart with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample availability and lot number remain to be unknown, and baxter is continuing to obtain this information from the customer. A follow-up report will be filed should any supplemental information become available this complaint for a report of air in tubing was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, there was air in the patient line. The root cause of the complaint is not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). During follow up with the home patient regarding the reported alarm, the home patient stated that he believes that he did not prime all the way before starting therapy. The home patient stated that he had gotten the air out and had performed therapy fine. There was no patient injury or medical intervention associated with this report.